Event description:
It was reported that the shipping tube of the catheter was found to have a bond separation where the clear adapter connects to the gray tubing. There were two catheters were received in the operating room, both wrapped in bubble wrap; however, only one of the shipping tubes was found to be broken. It was further indicated that the unit was broken when it was delivered to the hospital, but was not inspected until it was delivered to the operating room supply. There were no patient complications reported.

Manufacturer narrative:
One fogarty graft thrombectomy catheter was received inside a damaged shipping tube. The outer box was undamaged and did not appear to be the original box sent to the customer. The catheter was received in a broken shipping tube. The clear adaptor was broken at the bond site, between the clear adaptor and the white tube. The shrink seals were still attached, one around the clear adaptor cap and the other around the IFU. When the catheter was removed from the tube, it was found to be in good condition. The evaluation included visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.